Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system had been exhibited chronically high pacing impedance measurements on the left ventricular (lv) lead. The measurement was 1700 ohms at implant and is now at 2100 ohms. Sensing and threshold measurements have been stable. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported.